Manufacturer narrative:
E1 ph #: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5x60 smart flex self-expanding stent (ses) presented with an opened tip when removed from the packaging. This occurred before flushing and without pressure during pullback. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.